Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the cortex screw was not functioning properly. The procedure was successfully completed without surgical delay. There was no patient consequence. There is no further information available. This report is for one (1) cortscr ø2 self-tap l18 sst. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation summary: visual inspection: the cortscr ø2 self-tap l18 sst (p/n: 201.368 & lot #: l803781) was returned and received at us cq. Upon visual inspection, it was observed that stardrive recess was little deformed. No other defects were found with the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was not performed due to the complex geometry of the screw. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. No design discrepancy were found. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the cortex screw. The stardrive recess could have deformed due to the application of the unintended force. However, the root cause of the complaint condition cannot be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part #: 201.368, lot #: l803781, manufacturing site: (B)(4), release to warehouse date: 02 mar 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation summary: visual inspection: the cortscr ø2 self-tap l18 sst (p/n: 201.368 & lot #: l803781) was returned and received at us cq. Upon visual inspection, it was observed that stardrive recess was little deformed. No other defects were found with the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was not performed due to the complex geometry of the screw. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. No design discrepancy were found. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the cortex screw. The stardrive recess could have deformed due to the application of the unintended force. However, the root cause of the complaint condition cannot be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part #: 201.368, lot #: l803781, manufacturing site: (B)(4), release to warehouse date: 02 mar 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the cortex screw was not functioning properly. The procedure was successfully completed without surgical delay. There was no patient consequence. There is no further information available. This report is for one (1) cortscr ø2 self-tap l18 sst. This is report 1 of 1 for (B)(4).